Manufacturer narrative:
This is one of two initial report being submitted for this complaint with associated MFR# 1226348-2016-00126. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a health care professional, during the procedure the enterprise stent (enc452212/10563115) could not be advanced through the prowler select plus microcatheter (606s255x/17306740). The stent was exchanged along with the microcatheter; however resistance was met when advancing the 2nd enterprise stent (enc452212/10563115). Upon reaching the target lesion the second stent could not be deployed. The stent was withdrawn by itself and a new stent (catalog#/lot unknown) was implanted using the same catheter (catalog/lot unknown) that was used with the second enterprise stent. The resistance with the two stents was experienced when the stents were being advanced through the microcatheter shaft. The procedure performed was a stent assisted coil embolization at the posterior communicating artery in a (B)(6) male patient. The procedure was completed successfully and there was no report on the patient injury. There were no intra or post procedural complications, delays or interventions related to device or reported event. There were no damages noted on the two complaint stents or the complaint prowler microcatheter prior to use or upon removal. An adequate continuous flush was maintained through the catheter and there was no difficulty during introduction of the catheter prior to the attempted use of the stent. As the patient has (B)(6), the complaint products have been discarded and are not available for return. No further information is available.

Manufacturer narrative:
This is one of two final report being submitted for this complaint with associated MFR# 1226348-2016-00126. The reported failure of the prowler catheter being obstructed could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Common device name changed from "ces microcatheters (kra)" to "catheter, continuous flush"